Event description:
Customer called to report the pump did not have audible tones. Troubleshooting was performed. Tone test failed. Pump was not dropped, dumped, or exposed to moisture. Customer requested a replacement pump.